Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement and kinks were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid right coronary artery. A 2.5 x 15 mm xience v stent delivery system could not cross the lesion and the stent dislodged. The proximal shaft also bent. The dislodged stent was on the guide wire so they were removed as a single unit. Another 2.5 x 15 mm xience v stent was successfully implanted to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.